Event description:
It was reported that when using the bd pyxis medstation system, it flashed an error message and became stuck on a blue screen, preventing the user from logging into the application. This malfunction did not allow the user to retrieve medications for a patient. There were no adverse events or injuries reported due to this incident .

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device stuck at bluescreen. A field service engineer found that the malfunction was due to an incorrect version of the remote support service. Uninstalled version 8 and installed version 12 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device displayed an error message due to an incorrect version of the remote support service. A field service engineer found that the current remote support service version 8 was corrupted, uninstalled version 8, and installed version 12 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it flashed an error message and became stuck on a blue screen, preventing the user from logging into the application. This malfunction did not allow the user to retrieve medications for a patient. There were no adverse events or injuries reported due to this incident .